Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support, which provided pump reset information and helped with resetting the pump.